Event description:
It was reported the customer exposed their insulin pump to moisture. The customer stated they had replaced the battery and dried out the insulin pump, but there was still moisture under the lcd window. The customer stated there was no fluid visible under lcd display. It was also found there was no cracks or other issues with the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.